Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7 (cat7), a sheath, and a guidewire. During the procedure, the physician advanced the cat7 over the guidewire to the target location and then removed the guidewire. The physician began to torque the cat7. While torquing, the cat7 fractured at the hub. It was reported that a wire was backloaded through the cat7 and the cat7 was removed from the patient successfully. The procedure was completed using a new cat7. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Note: although the event summary alleged a deterioration in the characteristics or performance of the device, this event did not and, if it were to recur, it would not cause or contribute to a serious injury or death. Therefore, this is not considered a reportable event.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 7 (cat7), a sheath, and a guidewire. During the procedure, the physician advanced the cat7 over the guidewire to the target location and then removed the guidewire. The physician began to torque the cat7. While torquing, the cat7 fractured at the hub. It was reported that a wire was backloaded through the cat7 and the cat7 was removed from the patient successfully. The procedure was completed using a new cat7. There was no report of an adverse effect to the patient.